Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and was "shut off." The lead was replaced. No patient co mplications have been reported as a result of this event.